Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the trunk cable connector j702 on the distribution node pca was pulled off the pca. The root cause for the missing trunk cable was physical abuse. There was no death or adverse event associated with the monitor malfunction.

Event description:
On 03/21/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/31/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that the belt had a damaged cable.